Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during uterine suture, the thread and the needle have dislodged by putting the needle on the needle holder. The defect was found on two wires from the same box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during uterine suture, the thread and the needle have dislodged by putting the needle on the needle holder. It was also noted that the needle came unset. The defect was found on two wires from the same box. Another suture was used to complete the procedure. There was no patient injury.

Event description:
According to the reporter, during uterine suture on a caesarian section, the thread and the needle have dislodged by putting the needle on the needle holder. It was also noted that the needle came unset. The defect was found on two wires from the same box. Another suture was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.